Event description:
This pt experienced a subacute thrombosis of a cypher stent in the mid-left anterior descending artery (lad) approximately 24 hours post implant. This was treated with re-intervention (ptca), additional stent placements, hemodynamic support (iabp), and thrombolytic therapy. This pt with a past history of hypertrophic cardiomyopathy and vasopastic angina was admitted to the hospital with a chief complaint of acute myocardial infarction (ami). The pt was currently taking ticlid. The pt was taken emergently to the cardiac cath lab, where angiograpy revealed a de novo, type-c, 100% occlusion (with thrombus present) of the mid-lad. A bolus of 15,000 units of heparin was administered via IV. Aspirin, ticlid, and warfarin potassium were also administered intra procedure. There were no difficulties in accessing or wiring the vessel noted.